Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the printer did not print labels for insulin. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that while working on phicux4fl1, the test print on the label printer was working, but the printer setting was not correct. A technical support specialist (tss) reconfigured the printer setting and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.